Event description:
It was reported that the patient presented to the clinic on 25may2023 with drainage at the driveline exit site. Cultures were positive for gram-positive rods, suggestive of diphtheroids. They were treated with cipro (ciprofloxacin) and minocycline antibiotics as an outpatient. Their symptoms resolved on antibiotics after 6 weeks. They were monitored as an outpatient on an ongoing basis as continued plan of care. The patient was still on antibiotics as of 16apr2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.